Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported by the advanced evaluation patient that they were still in the hospital.